Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an ischemic vt procedure, error 260 was displayed on the carto 3 system used during the procedure. The error message occurred just after an external emergency defibrillation causing patient movement on the table. The user was advised to reboot the system without catheters connected to piu. When the study was continued from review mode and "learn new" feature was selected, no errors were present anymore. The error 260 relates to a defined software bug. The troubleshooting to this software bug is explained in the IFU for the stated error message. As stated, the error message occurred after the external emergency defibrillation causing patient movement on the table. The customer completed the case successfully. The device history record review was performed. No anomalies were noted in manufacturing or service of this device. The system met all specifications upon its release prior to distribution.

Event description:
It was reported that during an ischemic vt procedure, error 260 was displayed on the carto 3 system used during the procedure. The error message occurred just after an external emergency defibrillation causing patient movement on the table. The user was advised to reboot the system without catheters connected to piu. When the study was continued from review mode. Case was completed successfully.